Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5 MFR. Reference report#: 1627487-2019-05061, 1627487-2019-05062, 1627487-2019-05064, 1627487-2019-05065. It was reported that the patient's scs system was explanted. Patient had two scs systems. Which system, and the reason for explant is currently unknown; thus both systems are being reported.

Event description:
Device 3 of 5 .reference MFR report#: 1627487-2019-05061. 1627487-2019-05062. 1627487-2019-05064. 1627487-2019-05065. Follow up revealed that the patient's scs system was explanted due to ineffective stimulation.